Event description:
Patient reported the infusion set accidentally pulled out during use due to tubing catching on something on (b)(6) 2026.

Manufacturer narrative:
Initial 3 of 3.Based on the available information, this event is deemed to be a reportable malfunctionTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number,Reporting Site: 8021545,Manufacturing Site: 3003442380.